Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting the events of inflammation and corneal endothelial folds related to the xen 45 gel stent have since resolved and the local steroid was discontinued.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of vision loss, fibrosis, high introcular pressure, uveitis, and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient suffering from glaucoma had a xen®45 implanted. On a later date, patient had surgical needling revision for a poor effect on ocular tone. Regular checkups and local therapy followed this. The steroidal eye drops (cortivis) were eventually suspended. On another date, patient presented with a severe eye inflammatory reaction (fibrinous uveitis). Patient was subjected to two anterior chamber flushing with antibiotics and aqueous humor was sent for the cultural exam which is negative. Device was removed on this date. Surgical intervention and hospitalization were needed and severe impairment of visual function with the risk of permanent loss of the same. Patient was discharged as they improved after xen removal. Patient is taking steroids locally and by mouth and a "corneal edema with coarse endothelial folds remains and the lens has cortico / nuclear opacities. The visus is equal to 1/10 poor with optical correction".